Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a hole in the syringe, and blood leaked. This occurred during use. There was no patient harm.

Manufacturer narrative:
Device evaluation: one used device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. It was found that the syringe had a chipped shoulder, which lead to a hole being identified. The reported complaint was confirmed. The root cause was unable to be determined.